Event description:
It was reported to boston scientific corporation that a kink in the catheter was noted when used to replace another resolution clip device. According to the complainant, another resolution clip device was selected to complete the procedure. There were a total of 4 similar occurrences reported during this procedure. Refer to MFR report numbers 3005099803-2008-5797, 3005099803-2008-5802 and 3005099803-2008-5804 for details regarding the other three clips.

Manufacturer narrative:
Visual examination of the returned device revealed a severe kink in the control wire and in the proximal end of the coil. The clip assembly was located inside the over sheath approximately one quarter inch. The clips had an overbite and were lodged in the over sheath. It was realized that the spool was pushed distally, causing the clips to lodge against the inner wall of the over sheath. After retracting the spool, the clip assembly dislodged. The clip assembly was actuated by retracting the over sheath and pulling on the control wire; although resistance was sensed when the control wire was pulled, the clip deployed. The cause of the reported malfunction is attributable to procedural use (operational context).